Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient wanted to  check the ins / leads pt stated her ins/ stimulation is starting to "hiccup". Pt clarified that the stimulation pauses / starts and stops very quickly since 2 weeks ago pt stated she has felt more pain then she has in the past pt stated she fell in late (B)(6) 2021 on some stairs on her butt. Pt stated she has extreme pain down the back of her both of her legs .pt stated original pain was sciatic pain and just down her right leg hcp did xray and CT scan of her spine but did not check the leads / ins specifically pt stated her hcp (B)(6) is suggesting surgery on spine but pt stated she backed out and would like to have the ins checked first. Pss suggested that pt have the ins / leads checked. Pss is sending a message to the local field reps regarding pt call and request. The patient was redirected to their healthcare provider to further address the issue.